Event description:
Head of curette broke off into joint of left ankle. Then removed and no foreign body was left. Instrument sterilized and tagged as broken. Broken instrument in risk management office.